Event description:
It was reported that a patient experienced peritoneal cloudy effluent coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was unknown. It was unknown if the patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.